Event description:
Ous MDR - after an implantation period of approx. 47 months, it was reported that the shock impedance values were higher than 150 ohm. The lead and the ICD were explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 51 and 54 cm distal to the is-1 connector pin, the insulation was found rubbed through. At the same position, the conductor cable to the rv shock coil was found fractured, which can be considered as the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The analyses of the ICD and the lead did not reveal any sign of a material or manufacturing problem.